Manufacturer narrative:
B5: information added. H6 impact code added: intensive care.

Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. An nrg rf transseptal kit was selected for use for transseptal puncture. An amplatz guidewire was used for sheath exchange for a watchman truseal access system (was). A 31mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted in the laa. At the end of the procedure, a small pe surrounding the right ventricle was noted by the transesophageal echocardiogram (tee) physician. A pericardiocentesis was performed, and 200cc of bright blood was removed. The procedure was concluded, and the patient was admitted to the hospital in stable condition and is expected to fully recover. It was further clarified the patient went to the intensive care unit (ICU) post procedure, and was discharged but the date is unknown.

Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. An nrg rf transseptal kit was selected for use for transseptal puncture. An amplatz guidewire was used for sheath exchange for a watchman truseal access system (was). A 31mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted in the laa. At the end of the procedure, a small pe surrounding the right ventricle was noted by the transesophageal echocardiogram (tee) physician. A pericardiocentesis was performed, and 200cc of bright blood was removed. The procedure was concluded, and the patient was admitted to the hospital in stable condition and is expected to fully recover.